Manufacturer narrative:
The lens remains in the pt's eye and has not been returned for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. The label for crystalens instructs physicians to perform meticulous cortical clean-up and ensure the haptics are placed inside the capsular bag.

Event description:
The lens was implanted in the pt's right eye on (B)(6) 2012. The pt began seeing gray clouds and had difficulty reading signs while driving at night and in bright light. During a post-op visit it was discovered that a fragment of the natural lens cortex had not been removed. A yag and cortex washout were performed on (B)(6) 2012. The pt saw a second opinion doctor who was not sure if the lens was placed in the intended location. Due to poor dilation he had a difficult time viewing the pt's eye but felt it was possible that one lens haptic may be in the sulcus. He referred the pt to a specialist. The specialist confirmed the lens is dislocated and the pt is reportedly experiencing dysphotopsia in the right eye. One lens haptic is in the capsular bag, the other is in the sulcus, on the 2:00/8:00 meridian. The superior portion of the lens is positioned anteriorly causing pigment dispersion. Surgeon has scheduled a lens exchange and an anterior vitrectomy to address vitreous prolapse against the back of the lens.